Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometrial ablation ('endometrial ablation') and orthostatic intolerance ('other injury(ies) or complication please describe: orthostatic intolerance') in an adult female patient who had essure (batch no. 50701223,12554698-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst, hemorrhoids, acute bronchitis, chest pain, hyperventilation syndrome, numbness, tingling, attention deficit disorder, sweating, postural orthostatic tachycardia syndrome, pregnancy, bipolar affective disorder, abdominal pain, anal fissure and rectal bleeding. Essure confirmation test(s) conducted, specify-as per pfs: (B)(6) 2013 other (please describe) ¿ sonohysterography result: total bilateral occlusion. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included chronic migraine, attention deficit/hyperactivity disorder, vaginal bleeding, syncope, back pain, kidney infection, depression, anxiety, eustachian tube disorder, headache, lightheadedness, depressive disorder, dysuria, pyelonephritis, dehydration, vitamin d deficiency, fainting, loss of consciousness, loss of sensation, fibromyalgia, endometriosis, muscle weakness, asthenia, orthostatic hypotension, obesity, pharyngitis, sinusitis and tonsillitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from march 2013 to october 2014, ferrous sulfate from september 2014 to june 2016, fluoxetine hydrochloride (prozac) since march 2013 and montelukast sodium (singulair) since 2014. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced allergy to metals ("nickel allergy"). In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), fatigue ("fatigue"), nausea ("nausea,") and postural orthostatic tachycardia syndrome ("neurological conditions or problems type:postural orthostatic tachycardia syndrome"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced orthostatic intolerance (seriousness criterion medically significant), pain ("body aches"), feeling abnormal ("brain fog"), dizziness ("dizziness/lightheaded"), hot flush ("hot flashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vertigo positional ("other injury(ies) or complication please describe: orthostatic intolerance with vertigo") and malaise ("sick"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (right side) and insertion and removal of port-a-cath). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the endometrial ablation, orthostatic intolerance, allergy to metals, hypersensitivity, pain, feeling abnormal, dizziness, hot flush, fatigue, bladder disorder, urinary tract disorder, nausea, postural orthostatic tachycardia syndrome, vertigo positional and malaise outcome was unknown. The reporter considered allergy to metals, bladder disorder, dizziness, dysmenorrhoea, endometrial ablation, fatigue, feeling abnormal, hot flush, hypersensitivity, malaise, nausea, orthostatic intolerance, pain, pelvic pain, postural orthostatic tachycardia syndrome, urinary tract disorder and vertigo positional to be related to essure. The reporter commented: plaintiff will have the device surgically removed on the left 4 coils noted on the right 3 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report: diagnosis: endometrium (curettage); benign fragments of proliferative endometrium. Clinical history: menorrhagia, excessive and frequent menstruation.; on (B)(6) 2017: final diagnosis: uterus, cervix, hysterectomy: - benign squamous and endocervical mucosa with mild acute and - chronic inflammation. - negative for dysplasia or malignancy. Uterus, endometrium, hysterectomy: - benign inactive endometrium with features of ablation. - negative for atypical hyperplasia or malignancy uterus, serosa and myometrium, hysterectomy: - serosal adhesions. Right ovary and left and right fallopian tubes, oophorectomy and bilateral salpingectomy: - endometrioma. Complete cross sections of bilateral fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dizziness, nausea reported lot number 12554698 is not a valid lot number. Lot number: 50701223 manufacture date: 2012-11 expiration date: 2015-11-30 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometrial ablation ('endometrial ablation'), orthostatic intolerance ('orthostatic intolerance') and postural orthostatic tachycardia syndrome ('postural orthostatic tachycardia syndrome') in an adult female patient who had essure (batch no. 50701223,12554698-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst, hemorrhoids, acute bronchitis, chest pain, hyperventilation syndrome, numbness, tingling, attention deficit disorder, sweating, postural orthostatic tachycardia syndrome, pregnancy, bipolar affective disorder, abdominal pain, anal fissure, rectal bleeding and surgery. Essure confirmation test(s) conducted, specify-as per pfs: (B)(6) 2013 other (please describe) ¿ sonohysterogram result: total bilateral occlusion. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included chronic migraine, attention deficit/hyperactivity disorder, vaginal bleeding, syncope, back pain, kidney infection, depression, anxiety, eustachian tube disorder, headache, lightheadedness, depressive disorder, dysuria, pyelonephritis, dehydration, vitamin d deficiency, fainting, loss of consciousness, loss of sensation, fibromyalgia, endometriosis, muscle weakness, asthenia, orthostatic hypotension, obesity, pharyngitis, sinusitis and tonsillitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2013 to (B)(6) 2014, ferrous sulfate from (B)(6) 2014 to (B)(6) 2016, fluoxetine hydrochloride (prozac) since (B)(6) 2013 and montelukast sodium (singulair) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postural orthostatic tachycardia syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced orthostatic intolerance (seriousness criterion medically significant), pain ("body aches"), feeling abnormal ("brain fog"), dizziness ("dizziness/lighthead"), hot flush ("hot flashes"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder or urinary problems or changes"), vertigo positional ("orthostatic intolerance with vertigo") and malaise ("sick"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (right side) and insertion and removal of port-a-cath). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, orthostatic intolerance, postural orthostatic tachycardia syndrome, dysmenorrhoea, fatigue and nausea had resolved and the endometrial ablation, allergy to metals, hypersensitivity, pain, feeling abnormal, dizziness, hot flush, bladder disorder, urinary tract disorder, vertigo positional and malaise outcome was unknown. The reporter considered allergy to metals, bladder disorder, dizziness, dysmenorrhoea, endometrial ablation, fatigue, feeling abnormal, hot flush, hypersensitivity, malaise, nausea, orthostatic intolerance, pain, pelvic pain, postural orthostatic tachycardia syndrome, urinary tract disorder and vertigo positional to be related to essure. The reporter commented: plaintiff will have the device surgically removed on the left 4 coils noted on the right 3 coils were noted discrepancy noted in date of birth (B)(6) 1983. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) result: bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology report: diagnosis: endometrium (curettage); benign fragments of proliferative endometrium. Clinical history: menorrhagia, excessive and frequent menstruation.; on (B)(6) 2017: final diagnosis: uterus, cervix, hysterectomy: - benign squamous and endocervical mucosa with mild acute and - chronic inflammation. - negative for dysplasia or malignancy. Uterus, endometrium, hysterectomy: - benign inactive endometrium with features of ablation. - negative for atypical hyperplasia or malignancy uterus, serosa and myometrium, hysterectomy: - serosal adhesions. Right ovary and left and right fallopian tubes, oophorectomy and bilateral salpingectomy: - endometrioma. Complete cross sections of bjlateral fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dizziness, nausea reported lot number 12554698 is not a valid lot number. Lot number: 50701223 manufacture date: 2012-11 expiration date: 2015-11-30 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Outcome of events: neuro condit/problems (postural orthostatic tachycardia syndrome), fatigue, nausea were updated. New reporter added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometrial ablation ('endometrial ablation') and orthostatic intolerance ('other injury(ies) or complication please describe: orthostatic intolerance') in an adult female patient who had essure (batch no. 50701223, 12554698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst, hemorrhoids, acute bronchitis, chest pain, hyperventilation syndrome, numbness, tingling, attention deficit disorder, sweating, postural orthostatic tachycardia syndrome, pregnancy, bipolar affective disorder, abdominal pain, anal fissure and rectal bleeding. Essure confirmation test(s) conducted, specify-as per pfs: (B)(6) 2013. Other (please describe) ¿ sonohysterogram. Result: total bilateral occlusion. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included chronic migraine, attention deficit/hyperactivity disorder, vaginal bleeding, syncope, back pain, kidney infection, depression, anxiety, eustachian tube disorder, headache, lightheadedness, depressive disorder, dysuria, pyelonephritis, dehydration, vitamin d deficiency, fainting, loss of consciousness, loss of sensation, fibromyalgia, endometriosis, muscle weakness, asthenia, orthostatic hypotension, obesity, pharyngitis, sinusitis and tonsillitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2013 to (B)(6) 2014, ferrous sulfate from (B)(6) 2014 to (B)(6) 2016, fluoxetine hydrochloride (prozac) since (B)(6) 2013 and montelukast sodium (singulair) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), nausea ("nausea,"), postural orthostatic tachycardia syndrome ("neurological conditions or problems type:postural orthostatic tachycardia syndrome") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced orthostatic intolerance (seriousness criterion medically significant), pain ("body aches"), feeling abnormal ("brain fog"), dizziness ("dizziness/lighthead"), hot flush ("hot flashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vertigo ("other injury(ies) or complication please describe: orthostatic intolerance with vertigo") and malaise ("sick"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (right side) and insertion and removal of port-a-cath). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the endometrial ablation, orthostatic intolerance, pain, feeling abnormal, dizziness, hot flush, fatigue, hypersensitivity, bladder disorder, urinary tract disorder, nausea, postural orthostatic tachycardia syndrome, allergy to metals, vertigo and malaise outcome was unknown. The reporter considered allergy to metals, bladder disorder, dizziness, dysmenorrhoea, endometrial ablation, fatigue, feeling abnormal, hot flush, hypersensitivity, malaise, nausea, orthostatic intolerance, pain, pelvic pain, postural orthostatic tachycardia syndrome, urinary tract disorder and vertigo to be related to essure. The reporter commented: plaintiff will have the device surgically removed on the left 4 coils noted. On the right 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report: diagnosis: endometrium (curettage); benign fragments of proliferative endometrium. Clinical history: menorrhagia, excessive and frequent menstruation.; on (B)(6) 2017: final diagnosis: uterus, cervix, hysterectomy: benign squamous and endocervical mucosa with mild acute and chronic inflammation. Negative for dysplasia or malignancy. Uterus, endometrium, hysterectomy: benign inactive endometrium with features of ablation. Negative for atypical hyperplasia or malignancy. Uterus, serosa and myometrium, hysterectomy: serosal adhesions. Right ovary and left and right fallopian tubes, oophorectomy and bilateral salpingectomy: endometrioma. Complete cross sections of bilateral fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dizziness, nausea further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr + social media- new events added: allergic or hypersensitivity reaction type: allergic, bladder or urinary problems or changes, nausea, neurological conditions or problems type: postural orthostatic tachycardia syndrome, nickel allergy, dysmenorrhea (cramping), surgery (other), type of surgery: port-a-cath implant/removal, fatigue, other injury(ies) or complication (s) please describe: orthostatic intolerance with vertigo, ablation, sick, pelvic pain were added. New reporters information and lot number were added. Outcome of events dysmenorrhea and pain from unknown to recovered/resolved were updated. Concomitant conditions and drugs were added. Historical conditions and drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.